Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV, minimal amount of fluid surrounding the implant. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to b3 - date of event : 2024 (year only received). Continued e1 phone number: (B)(6).

Event description:
Physician reported right side capsular contracture baker grade IV, minimal amount of fluid surrounding the implant confirmed by MRI, with hyposignal formation adjacent to the inferolateral portion of the right implant, with an extension of approximately 2 cm, without post-contrast enhancement, compatible with fibrocicatricial alteration. Device remains implanted